Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 555mg/dl which was treated with manual injection. Customer¿s current blood glucose was 169mg/dl. Customer alleged for possible under delivery. Customer stated that drive support cap appears normal. Customer passed displacement test. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No unexpected no delivery alarm noted during testing. No possible over or under delivery anomaly noted. Unit had minor scratched lcd window, cracked reservoir tube lip, stained address number label and stained end cap sticker.